Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer screen is damaged. The liquid-crystal display (lcd), was damaged the image becomes dark and changes colour. It was also determined at analysis that the paper drawer was nearly empty, and the lower bullets were missing. The cord bay was damaged, and the stylus was worn and worked intermittently. The upper and lower handle was damaged, and the latch media bay door was broken. The keyboard was damaged, and the front latch base frame was broken. The latches of the rear display cover and the sliding rail was broken. The rf head was worn, mantle damage and the log was missing. 203 error was found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen is damaged. The programmer returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.